Event description:
It was reported that during a hemiorrhoidectomy, after the first firing, the surgeon cannot hear the feedback. After the second firing, the staples are not completely formed. The anastomosis are not complete. No pt consequences.